Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month and 1 week following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to anemia and received a transfusion of blood. Approximately 1 month later, upper gastrointestinal endoscopy revealed hemorrhaging. Argon plasma coagulation was performed. Per the physician, the hemorrhage was believed to be related to a vasodilator. During this hospitalization, another transfusion of blood was performed and the patient was subsequently monitored. Antiplatelet medication was discontinued. Approximately 3 months later, the patient attend a medical consultation where a hemoglobin value of 7 g/dl was observed. This prompted the patient's return to the hospital where a hemorrhage due to telangiectasia and internal hemorrhoids was noted. The patient received a transfusion of blood. The patient began receiving blood transfusions as needed, or once every 2 days. Approximately 1 month later, the patient developed a fever during hospitalization due to anemia. An ultrasound examination revealed a wart in the mitral valve. The patient received 6 weeks of antibiotic medication.